Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced extracardiac stimulation and presented for follow-up. Upon interrogation, the lead exhibited low impedance. Insulation abrasion was suspected. No intervention was reported.